Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 28-jun-2021 serial#: (B)(4), UDI #: (B)(4). Dev rtn to MFR? No. Mfg date: 27-jan-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the patient experienced cardiac perforation and pericardial tamponade. A drain was used and surgical intervention was required. A sternotomy was performed. The leadless ipg system was removed. No further patient complications have been reported as a result of this event.